Event description:
It was reported a patient had a right total elbow arthroplasty followed by a revision due to pain and ulnar loosening. Subsequently, underwent a second revision due to loosening of the ulnar and humeral implants. A competitor, custom made, ulnar implant and a zb humeral implant were placed. Approximately 5 years and 1 months post-implantation. No additional information has been provided.

Manufacturer narrative:
(B)(4). D10: item name: refobacin bc r 1x40 us; item number: 110034355; lot: unknown. Item name: humeral screw kit 2 humeral screws; item number: 00840009000; lot: 65933938. Item name: articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product do not resterilize; item number: 00840009400; lot: 65385845. Item name: ulnar component plasma sprayed size 5 115 mm length right for cemented use only; item number: 00840002511; lot: 63028261. Item name: humeral component plasma sprayed size 4 100 mm length for cemented use only; item number: 00840004410; lot: 64290038. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g1-2, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records batch confirmed no abnormalities or deviations. A review of the raw material certificate batch confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and additional similar complaints for the reported part and lot combination. Medical records were provided related to the linked complaint and reviewed by a health care professional. Review of the available records identified the following: "the patient got a revision of the same elbow yesterday. A custom onkos ulnar component and the zimmer biomet srs distal humeral component were utilized. Both components were loose when the surgeon got into the elbow. Additional notes: oncologist doctor, likely a case with a patient with preexisting conditions/comorbidities.¿ cement allergy was identified as a contributing factor to the event. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.